Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and clonidine via an implanted pump. The patient did not know the doses and concentrations of the medications but did state that her hcp (healthcare professional) had ¿bumped up¿ her medication. The indication for pump use was non-malignant pain. On 03-jun-2019 the patient reported that she first heard the single-toned alarm on (B)(6) 2019. Today, the critical 3-toned alarm was heard by the patient and the company representative during the call. Per the patient, she had missed her pump refill date which was (B)(6) 2019. She was given oral medication for the weekend and now insurance was declining coverage for the pump refill. She was wondering how long she had before her pump ran out of medication. No patient symptoms were reported. No further complications have been reported as a result of this event.